Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 70 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported by the customer that the ventilator fluctuates the delivered tidal volume randomly. The customer reported that there was a patient but there was no harm or injury.